Event description:
Qv sars otc, 12 false positives--tss provided the accuracy, fp and fn percentages; recommended hcp follow up. This is one of 12 mdrs submitted for same patient.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Investigation summary: in response to your complaint, we reviewed manufacturing records for this lot. All release criteria were met. Additionally; no significant trends were identified in the complaint history log. The information you provided has been documented and will continue to be monitored for future trends. Root cause: unable to determine. Source: phone: (480) 586-6450.

Manufacturer narrative:
Updates made: b4; date of report ; updated to today's date. G6 ; follow-up 1. Updates to manufacturers narrative: investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.